Manufacturer narrative:
An event of heart block was reported post procedure. No calcification extending beneath the aortic annular plane in the interventricular septum. The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of bifascicular block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a temporary pacemaker was placed, and the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No conduction abnormalities were observed during or immediately after the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, after few hours, the patient was developed with a complete heart block. On the following day, a permanent pacemaker will be implanted to resolve the event. The implanter classified this event as being related to the patient¿s past medical history. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of bifascicular block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a temporary pacemaker was placed, and the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No conduction abnormalities were observed during or immediately after the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, after few hours, the patient was developed with a complete heart block. On the following day, a permanent pacemaker will be implanted to resolve the event. The implanter classified this event as being related to the patient¿s past medical history. The patient was reported to be discharged.